Event description:
A complaint was received from a customer that reported segments are missing from the display. While on the phone a review of the system was conducted. It was learned that the entrie "hundreds digit" is missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.